Event description:
It was reported that this device showed a possibly battery issue. The battery showed a discrepancy recently compared to a follow up in january 2026. A request for technical services (ts) was needed. Engineering reviewed the device data and noted that the power consumption of the device was abnormally known without a known cause. The device was explanted. No additional adverse patient effects were reported. Should the device be returned, this investigation will be updated.

Event description:
It was reported that this device showed a possibly battery issue. The battery showed a discrepancy recently compared to a follow up in (B)(6) 2026. A request for technical services (ts) was needed. Engineering reviewed the device data and noted that the power consumption of the device was abnormally known without an known cause. Ts discussed replacing the device. No adverse patient effects were reported.